Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. According to provided information received by email: customer does not have the service record or event log for the complaint. Despite several requests for the device return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. Although we cannot confirm that the air sensor of the reported device was defective, please be informed that a CAPA is open to address the subject of "defective air sensor". In addition, we cannot confirm that this pump may have software version 4.2. For information, an event. Has been created on this version of software, an fsn (through event) has been communicated and a correction of this software has been made via software 4.2a, soon to be available in canada. However, if we do get information later on we may re-open the complaint and pursue the investigation. This complaint is considered as: not investigated. The trend is: abnormal. Kabitrack record(s): could be linked to CAPA.

Event description:
The following has been reported: patient running norepinephrine 0.18mcg/kg/min, when fk pump began alarming air bubble. All buttons were rendered inactive and unable to silence or acknowledge the alarm. Writer attempted to remove the line and re-insert into pump but then pump check saying check line and then flashing air bubble. Patient's blood pressure began to drop, lowest bp 62/20 (35). Patient acp m, medical team aware and had some phenyl on standby while new line and new pump being prepared. Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.